Event description:
It was reported that while on the patient the life band retracted and stopped and nothing else happened. Manual CPR was then initiated. It was also reported that patient was ok.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.